Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, successfully resolving the malfunction without recurrence. Customer was advised to monitor the pump and contact support if the malfunction code reappeared, which was acknowledged and understood.